Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting did not occur for the no delivery alarm since the incident was a past event; the customer resolved the issue by changing the reservoir. The customer was advised that the insulin pump was working as designed. No products were returned or replaced.